Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Programmed boluses and basals delivered and recorded properly during testing. No daily total, basal or bolus anomalies noted.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 61 mg/dl. Caller stated that the customer's insulin pump was not delivering the correct amount of insulin and customer blood glucose was from 400 to 45 mg/dl. Nothing further was reported.